Event description:
Ismp medication errors reporting program: I work at xxxxxxx xxxxxxx medical center, a 350 bed hospital. We recently started using an electronic health record which gets its medication data from medispan. In the medispan allergy database, there is a product called "pcn-200." Pcn-200 is a grapefruit extract made by bio tech. After using the emr for 7 months, it was noticed that 33 pts had erroneously been coded as having a "grapefruit extract" allergy. It appears that rn/nurse asst entered "pcn" (for "penicillin" allergy) into the computer and it selected the pcn-200 product from the database. As a result, these pts had meds screened for allergies against grapefruit extract instead of penicillin. It is not yet known if any of these pts were given penicillin products as a result of this error. Since "pcn-200" is not an FDA approved product, I don't know if there is anything that can be done to prevent this. I will notify medispan of the error potential. Medication administered to or used by the pt: no. Where did the error occur: hospital. Pt counseling provided: unk. Relevant materials provided: none. (B)(4).